Event description:
The pt was admitted with chf and subenocardial mi and underwent cardiac cath on 12/31/97. An iab was inserted under fluoroscopy at conclusion of cath. A short time later, blood was noted in the tubing and the iab was removed. There was no adverse effect to the pt. (Datascope was notified of this event on 1/12/98 via the mandatory medwatch form; uf/dist report number: 0000050464-1998-0001). Datascope was informed on 3/10/98 that there was no pt injury or complication as a result of the event on 12/31/97. It was reported that the pt expired on 1/9/98 at 10:15 pm. [Event complications]: none from the event-reported 1/12/98 and 3/10/98. [Pt's current status]: expired on 1/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.